Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent sling implantation with concurrent uterine ablation. The patient underwent mesh removal on (B)(6) 2012 due to pelvic/vaginal pain, mesh erosion and stress urinary incontinence.